Event description:
Doctor implanted helex device to close atrial septal defect (asd). When he went to "lock" the device the device did not lock. Doctor than began to remove the device by using the suture to pull the device back into the catheter. The suture is there for this reason. While attempting to pull the device back into the catheter the suture broke. As soon as the suture broke the device went into the left atrium (la). Doctor did retrieve the device with a snare and patient remained stable during the procedure. No harm to the patient.